Event description:
During a routine follow-up of an evoke spinal cord stimulation (scs) system, the patient reported inadequate pain relief as well as unintended occurrence of stimulation in different postures. Reprogramming was completed and unable to resolve the reported event. X-rays were obtained which confirmed lead migration. A lead revision was completed and therapy has been restored to the patient.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted. Device information for the migrated leads: 1st lead: brand name - evoke cap12 percutaneous lead kit - 60cm. Model - 102878. Catalog - 3008. Lot number - 9017614490. 2nd lead: brand name - evoke cap12 percutaneous lead kit - 60cm. Model - 102878. Catalog - 3008. Lot number - 9017794137.

Manufacturer narrative:
Additional information: section d9 - 9. Date returned to manufacturer, device returned to manufacturer, section g3 - date received by manufacturer, section g6 - type of report, section h6 - evaluation codes, section h10 - manufacturer narrative. Two (2) anchors were returned. Visual inspection on the anchors identified no anomalies. Functional testing was completed and the anchors passed retention force testing. An x-ray was provided, but unable to confirm the reported lead migration. The root cause of the reported event is unable to be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "lead migration or suboptimal placement, which may result in undesirable stimulation changes" and "undesirable changes in stimulation sensation and/or location". The surgical guide continues by stating, "the patient may require surgery (including revision, explant, and replacement)" as a result of these risks.